Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, the battery gauge was at 90% prior to the shutdown. Tandem's technical support attempted to get the customer to upload the pump to t:connect to review pump data; however, the computer rejected the device by saying that the device had malfunctioned. The customer had not checked their blood glucose level since the event occurred. It was confirmed that the customer had manual injections available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.